Event description:
The customer reported the nurses found the tip of the foley catheter was dislodged from the patient with a torn balloon when they were preparing to change the patient's diaper. They inspected the balloon and stated it was a clean tear with no fragmented pieces. The patient was seen by the doctor. No x-ray needed and no hematuria seen. A new 14fr catheter was inserted in the ward as it is needed for strict intake and output monitoring.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The sample was received for evaluation. The sample was observed under camera and the reported issue was confirmed. However, based on the available information the burst balloon was not caused by the manufacturing process. The pattern of the burst balloon magnified under the camera showed that the burst balloon was caused by the usage of petroleum-based lubricant as the burst pattern was not a clean-cut pattern. Use of petroleum derivatives chemical or lubricant will cause rubber deterioration. This chemical or lubricant is often used by the doctor or nurse during handling the product while inserting the catheter into the patient. The instructions for use printed on the pouch label indicates ¿do not use with chemical having petrolatum base¿. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.